Manufacturer narrative:
The report was received via the chinese user facility reporting program; the hospital did not report the issue to dräger directly and did also not involve the local dräger s&s organization into any follow-up measures. No further information could be obtained; a case specific evaluation is not possible. The following can be concluded in general: the device has detected a deviation of unknown nature and has posted an alarm which is the specified device response. All types of alarm messages, potential root causes and dedicated remedies are listed in the IFU. There was no stop of ventilation reported - it was only mentioned that the user interface of the device was irresponsive. Hence, it is not clear if the temporary desaturation of the patient was a direct consequence of the malfunction or has occurred during the replacement maneuver first. A reliable conclusion in regard to the root cause is not possible - the reported event may be related to technical issues as well as to other aspects. For example, a strong electrostatic discharge of the user during interaction with the device may have caused an interrupt in the processing of software routines. The involved device is 6 years old, status of preventive maintenance and repairs is unknown to dräger since the unit is not under a service contract. It is recommended to have the device checked by trained service personnel. H3 other text : device not available for evaluation.

Event description:
It was reported that the ventilator suddenly posted an alarm during a running ventilation episode and, the users noticed that the touch screen and/or keys were irresponsive. It was thus decided to replace the device in a controlled maneuver. As per report, the patient desaturated during the course of event but all vital parameter returned to normal quickly after introduction of the replacement device; no health consequences have occurred, finally.